Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet displayed a dexcom g7 continuous glucose monitor (cgm) pairing failed message while the user continued to receive cgm readings on the pump, and the alert later cleared after confirmation that cgm information and alerts were correct. No adverse clinical symptoms reported. Outcomes included no interruption of insulin therapy and no medical intervention. User support included guided troubleshooting and user education to verify alerts, cgm settings, and sensor code entry. Investigation of this case revealed a transient communication issue limited to the ilet-dexcom g7 pairing process that self-resolved, with no persistent device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was likely temporary wireless communication interference.